Event description:
Caller states that the customer performed back to back tests on the same device with the following results: 365mg/dl and 160mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacemnt was sent.